Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the error. System performance testing did not produce malfunction. System within specifications and functional. Aberrant error or glitch. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2600 fluoroscopy system displayed the charger failed error message.